Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had power error 25. Customer cannot recall blood glucose at the time of incident was 10.2 mmol/l. Troubleshooting was performed. Customer reports pump has not been exposed to temperatures below 41°f (5°c). Customer called back and the issue reoccurred. The insulin pump will not be returning for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the device alarmed power error 25 alarm. The adapt tool confirmed power error 25 alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to loose connector resistance electrical board.